Event description:
A cartridge change error was reported for the pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. In response, the customer, guided by technical support, inspected and cleaned the pump, removed an o-ring from the pneumatic tap, and successfully completed the cartridge load process to resume insulin delivery.